Event description:
During follow-up, noise leading to oversensing and inappropriate automatic mode switch was observed on the right atrial (ra) lead. The patient was stable and will continue to be monitored. There were no adverse consequences.

Manufacturer narrative:
Additional information was requested but was not available.